Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that on the day of implant, the patient experienced pain in the chest. Rv (right ventricular) lead perforation was noted, along with a small pericardial effusion present at the anterior portion of the heart. The lead was repositioned to the apex and remains in use. No further patient complications have been reported as a result of this event.